Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand and unknown impact on the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller in resetting pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.